Event description:
Customer states: "I used the grind no more dental night protector for a few months. I used it on my lower teeth as it was more comfortable. The two teeth that it rested on are now gone. All of the pressure of grinding my teeth was being distributed to just those two teeth and they both broke. They are partially still there because they basically crumbled and they are both infected and insanely painful."

Manufacturer narrative:
This event is being reported because the consumer damaged her teeth when using the device, which is considered a serious injury. Even though using the device may have contributed to the incident, the consumer did not follow the instructions on the carton or the instructions for use for the device which specifically state: ask a dentist before use if you have: two or more missing teeth. Warning - do not use: if you have loose teeth. If you are currently experiencing pain in the mouth or jaw because of tooth clenching or grinding. It appears that the damage occurred over the space of a few months and not overnight. It is our expectation that a user who has any of the above conditions and does not have access to a dentist would either not use the device, or immediately stop using the device when noticing that the teeth were being damaged.